Event description:
A surgeon reports an unexpected post-operative refraction of -3.00 following intraocular lens (iol) implant surgery. The patient was to be sent for a b-scan. Additional information has been requested.